Event description:
Boston scientific received information that high out-of-range pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead. All other measurements were in normal limits. It was confirmed that a revision was done wherein the lead was surgically abandoned. The out of range measurement was suspected to be due to a lead issue of an unknown nature. The device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.